Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw boot of the vasoview hemopro endoscopic vessel harvesting system cracked and dislodged from the jaw. The device was unplugged and removed. The two pieces were immediately removed from the pt through the original incision with no other pt effects reported. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).